Event description:
International affiliate reports that the placement of the programmable valve resulted in la slit ventricle and subdural effusion. The valve pressure could not be changed to the needed pressure and overdrainage resulted. During surgery for the slit ventricle and subdural effusion; the subdural hematoma was revealed and a craniotomy was performed to empty the hematoma. The valve was explanted.